Manufacturer narrative:
The investigation determined the service actions performed resolved the issue.

Manufacturer narrative:
The field service engineer checked the instrument and determined a defective vacuum nozzle. He replaced the vacuum nozzle, primed the reagents, and performed ise checks. Precision testing, calibration, and quality controls were performed; all results were within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 8000 ise 1800 module. The reporter also mentioned ise noise and ise voltage errors before the questionable results were received. The test was re-calibrated and the quality controls were within range. The sample initially resulted in a na value of 129 mmol/l and repeated as 148 mmol/l. The sample initially resulted in a k value of 4.5 mmol/l and repeated as 5.3 mmol/l. The sample initially resulted in a cl value of 88 mmol/l and repeated as 109 mmol/l. The repeat results were deemed correct. No questionable results were reported outside of the laboratory. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.